Event description:
Reportedly the hosp has reason to suspect that the pt may have altered the pump dosage or may have tampered with the device in some manner. The pump's history did not clearly indicate that there had been an issue with operation of the device. An entire 60cc syringe full of medication was found missing. The pt exhibited no ill effects and dismissed himself "ama." There is no obvious damage to the pump and the biomed dept testing did not find any operational problems with this device. To date the reason for the missing medication has not been determined.